Event description:
The customer contacted beckman coulter inc (bec) hot line to report receiving a no value ckmb results after the customer had resolved some reagent carousel motion errors after loading the pack without completely ''snapping'' the pack securely into place on the carousel. During trouble shooting with hotline it was determined that the customer had unloaded a ckmb reagent pack from their instrument; however, they did not remove the reagent pack using the instrument software. This caused the no value ckmb patient results to be generated when the customer ran the tests with no ckmb reagent pack physically on board the access2. Hotline confirmed the customer was able to remove the reagent pack from the system software and load a fresh ckmb reagent pack. The customer was able to resolve the issue during trouble shooting with hotline. It was confirmed that no erroneous results were reported out of the laboratory. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.

Manufacturer narrative:
Service was not dispatched since hotline trouble shooting resolved the customer's issues as the customer did not require further assistance after loading the fresh reagent pack. User error is the root cause for this event.